Event description:
Hospital advised that the patient was set up to receive morphine at a rate of 1ml/hr, lorazepam at 0.6ml/hr and 5% dextrose in water at 68 ml/hr. It is unknown which drug was running on channel c which stopped infusing with an error code 307. This occurred in the ICU. The nurse changed all the lines to another pump. There was no patient consequence.